Event description:
It was reported that the physician found that the cannula would not close completely over the sample notch before using on the patient. The physician changed to a new biopsy needle with a different lot number to complete the biopsy procedure. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned and evaluated. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The complaint was confirmed, as a gap at the sample notch along with a loose stylet was found in the returned sample. The investigation concluded that a loose stylet hub was the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current instructions for use (IFU) states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.